Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia followed by a postprandial hypoglycemia while using the ilet system, with a highest glucose of 250 mg/dl and a lowest of 65 mg/dl, and out-of-range glucose for approximately three hours; the user switched to alternate therapy and later resumed pump use with a contact detach infusion set, and they reported ilet alerts for high and low glucose as well as concern that the pump delivered too little insulin. Symptoms included none. Outcomes included successful correction with subcutaneous insulin injections and fast-acting oral glucose tablets, and non-medical assistance was provided due to user incapacitation. Investigation included follow-up with the user for event details, therapy changes, infusion set status, sensor replacement outcome, and training plans with the primary care provider on infusion set placement. Investigation of this case revealed no site issues on removal, improved accuracy after libre 3+ sensor replacement, and successful return to in-range values after education and resumption of pump therapy; the cause remained unclear for both the hyperglycemia and the subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.